Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the retrieval catheter was returned with blood on the shaft, consistent with the reported use. There was no saline visible. Only the retrieval catheter was returned. There was no damage noted on the retrieval catheter. A laser micrometer was used to measure the outer diameter of the tip and this met manufacturing criteria. Difficulty advancing the recovery catheter may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it is likely that the difficulty advancing the recovery catheter is due to interaction with the newly placed acculink stent in combination with challenging anatomical conditions, which was described as heavily tortuous. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. There is no indication to suggest a product quality deficiency. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that the acculink was successfully deployed in the heavily tortuous lesion in the left internal carotid artery. The nav6 retrieval catheter was inserted, but was unable to get past the proximal end of the acculink stent. The shuttle sheath was manipulated, the patient's head was repositioned, and a non-abbott buddy guide wire was inserted, but the nav6 retrieval catheter was still unable to get past the acculink stent. An accunet 2 recovery catheter was inserted and successfully crossed the acculink stent and retrieved the nav6. There were no adverse patient effects. The nav6 filter itself was discarded. There was no additional information provided.